Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not cauterize during the procedure. The site contact was unable to provide info as to whether the device stopped working or if end tones, indicating a complete seal cycle, were heard. The site contact indicated that there was no pt injury.